Event description:
According to the reporter, during an open pancreaticoduodenectomy procedure, at the time of attempting to staple, the surgeon was unable to squeeze the handle; it was stiff. A second handle was then used with the same reload and was able to fire. However, the handle was stiff, and the staple line felt different than usual; it was not properly formed. The staple line was also incomplete. A new device was used to resolve the issue.

Manufacturer narrative:
D10 concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3b0249 egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3g0149 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3b0249 egiaushort - egiaushort endogia ultra univ sht stap, lot# p3g0194 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.